Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right atrial lead exhibited noise and low impedance. It was suspected that the lead was fractured. On (B)(6) 2019, the lead was capped and replaced. Patient was stable.